Manufacturer narrative:
(B)(4). On an unknown date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if automated peritoneal dialysis therapy was ongoing up until the time of death; and it was not reported if peritoneal dialysis therapy was being performed with a baxter healthcare homechoice device, baxter healthcare device(s), and/or baxter healthcare solution(s) at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Sample analysis revealed no non-conforming product that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.